Event description:
It was reported that high capture threshold resulting in loss of capture was observed on the right ventricular (rv) lead. The lead was repositioned to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.